Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-nov-2025 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 209, 266, 22, 393 and 400 mg/dl. The customer¿s expected blood glucose test result ranges are 110-120 mg/dl am fasting and pm fasting 160-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/22/2027 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 209mg/dl, date: (B)(6), time: 10:40am fasting; result 2: 266mg/dl, date: (B)(6), time: 10:08pm fasting; result 3: 220mg/dl, date: (B)(6), time: 12:16pm fasting; result 4: 220mg/dl, date (B)(6), time: 12:14pm fasting; result 5: 393mg/dl, date: (B)(6), time: 9:53am fasting; result 6: 400mg/dl, date: (B)(6), time: 9:52am fasting.